Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of crosstalk oversensing were noted on the left ventricular (lv) lead. The device was reprogrammed to inactivate lv sensing. The patient was stable and will continue to be monitored.